Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 6.2 on the auxiliary cabinet had all cubie pockets failed in row b. A field service engineer (fse) reseated the row board cable and replaced the retractor band, but the issue persisted. The fse then observed a red light flashing on the row board (cubie tray), replaced the row board, and ran a final test on the drawer using the hardware test application. The customer confirmed that the drawer and cubie pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, e5 auxiliary drawer 6.2 failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.